Manufacturer narrative:
(B)(4).final analysis found the insulation was abraded at 19.5 cm from the connector pin under the suture sleeve tie region. The exposure of the inner coil at this location likely caused the reported complaint from the field. (B)(4).

Event description:
It was reported that the right atrial lead exhibited low impedance and undersensing. The lead was explanted and replaced. The patient was fine post procedure.